Event description:
For the past several mos, staff have experienced difficulties with the insertion of these catheters. Insertion attempts often require multiple "pokes". In many situations, the catheters "accordian" or telescope and are then unable to be inserted. IV sites that are established often do not last for more than 24 hrs. A co rep noted that there is a problem with the catheter's coating.